Manufacturer narrative:
We reviewed the DHR for this (B)(4) / patient ID# (B)(6) / site ID# 08475, qty. (B)(4) assy-500011 (aligner) and 2 items assy-500010 (templates) were packaged by the first shift by bag-and-box operation on october 09, 2025, in manufacturing cell 1, equipment bag-2. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. (B)(4). · raw material: part-501017-b / lot# 08751379 / qty. Received = (B)(4), inspection date: august 01, 2024. The material was found acceptable for use in the suresmile product's manufacture.

Event description:
In this event it is reported that a patient experienced an allergic reaction to nontemplate aligner arch aligners. Patient experienced having inflamed gum tissue around the gumline since they started aligner treatment.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.